Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings issue. The reporter indicated that the pump bolus was counting down and then jumped to zero. The reporter indicated that the bolus history when reviewed showed that the boluses were not completed; the history showed boluses of 3 of 10 units completed, 1.3 of 5 units delivered, 7.35 of 10 units delivered, and 16 of 20 units delivered. The reporter indicated that the issue resulted in some elevated blood glucose levels to 15 mmol/l which does not meet animas criteria for an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 07/09/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump¿s history showed no activity outside of normal use. Review of the history showed a cancelled programmed 10 unit bolus after delivering 3 units as a result of a user cancelled bolus warning on the event date. The total daily doses added up correctly and showed the user¿s basal target. During testing, the pump powered on normally and displayed the verify screen. The pump was then paired with a test meter and primed correctly. The pump and meter were tested for 24 hours with no delivery interruption. Periodic boluses were executed using the normal, ez carb, ez bg, and combo bolus programs. The pump¿s history accurately recorded the boluses in the correct time and order. No issue was found with the keypad buttons. The pump was opened, and no internal damage or moisture was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.